Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an roux-en-y procedure, a needle tore the seal of the trocar and caused leaking. The user had to open multiple devices and redo the stitch. Over. The case was delayed over 30 minutes due to this problem. No other adverse events have been reported. The patient is currently doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one bladeless port opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the seal was torn. The circular seal was cut on the instrument. The envelope seal was intact. The cannula was intact. The device failed an air leak test. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.